Event description:
It was reported that during continuous renal replacement therapy with one unit of prismaflex st100, an unspecified damage to the access connection part was observed. Air was observed in the set. There was patient involvement however, no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter address: (B)(6). Initial reporter city: (B)(6). Initial reporter state: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H3: the actual sample was not available however, sample picture was provided for investigation. The visual inspection did not observe any defect, however, the likely component damaged that could cause air to enter into the set is attributed to the cone of the access male luer lock. This issue is design related. The reported condition was not verified. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.